Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: complaint alleges: the pediatric head nurse reported that a (B)(6) baby girl was receiving atomization treatment when she pulled the nose clip off because she didn't want treatment, and there was a sharp metal burr that stabbed the pts hand. The nurse was able to quickly disinfect the wound and the pt is currently in good condition.